Event description:
Medics state that intermittently during attempts to monitor pt ECG waveformes the device will display only dashed lines for up to 5 minutes, then the device will begin to display the waveform. The reporter stated there has been no adverse affects to pt care as a result of device operation.